Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and blood glucose level was 44 mg/dl. Customer blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 158 mg/dl. Customer did not feel ok to trouble shoot. Customer also stated that the insulin pump had replace battery alert and did not receive a low battery alert prior to the replace battery alert. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. (B)(4).